Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist instructed the customer to process five random samples (5 times each), and all results were acceptable. The customer ran quality controls (qc), resulting within the laboratory ranges. A siemens headquarters support center (hsc) specialist reviewed the data provided from the solid state multi-sensor (ssm) file and found no instrument issues. Qc was checked along with other patients' samples, all resulted within range. Hsc recommended review of proper pre-analytical sample handling procedures to ensure sample integrity. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride results were obtained on a patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The sample was repeated on the same dimension rxl instrument, resulting lower. The sample was repeated on an alternate dimension rxl instrument, matching the repeated results from the original instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.